Manufacturer narrative:
The field service representative checked adjustments and performance of the analyzer. Calibration and qc were performed and were within specifications. Calibration recovery, qc recovery, and pre-analytic data were not provided by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta results for 1 patient sample on a cobas e411 immunoassay analyzer. The initial result was <0.01 miu/ml. The patient stated she thought she was pregnant and a new sample was drawn. The results from the new sample were 236.8 miu/ml and 230.0 miu/ml. The original sample was retested on (B)(6) 2020. The repeated result from the original sample was 63.14 miu/ml, which was believed to be correct. The reagent lot number is 45406005 with an expiration date of 31-may-2021. The results were reported outside of the laboratory.